Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) system is overheating, there was no problem with re-driving by power on/off.

Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Full name of the event site: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.